Event description:
While attempting PICC placement to left brachial vein the guidewire broke in the pt's arm. I was unable to thread wire through echogenic needle beyond 3-4 cm. Attempted to pull wire back, but was unable. As I pulled both wire and needle out of pt's arm, the wire unraveled and left part in the pt, still attached to the wire outside the pt. After making sure the patient was in no distress, I instructed the patient not to move. I left the room to page my charge nurse and returned to the room. Paged md to bedside stat, who then paged vascular surgery, who came and removed the wire.